Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The tracheostomy tube was returned for investigation. The tube cuff was inflated and left inflated for twenty four hours. No leaks were detected. The sample was then submerged in water and no leaks were found. The cuff functioned as intended. The manufacturing guidelines were reviewed and found effective to detect the reported malfunction. The reported malfunction could not be duplicated.

Event description:
A report received stated that 30 minutes after intubation of the patient, the concomitant ventilator generated a leak alarm. The leak alarm was resolved by recannulating the patient with a similar tracheostomy tube. There is no report of serious injury or death associated with this event.